Event description:
Patient tested on the suspect device with an inr value of >8.0. Patient was sent to the ER to get a vitamin k shot. Three hours later in the ER, patient's inr was 4.4 per a lab test. No treatment provided. Controls were in range.